Manufacturer narrative:
An event regarding crack/ fracture involving a triathlon patella. The event was confirmed through x-ray. Method & results: device evaluation and results: not performed as no product or photographs were provided for evaluation. Medical records received and evaluation: there are two post event x-rays where on the ap view the patella is mostly shielded from view by the femoral component metal. The lateral x-ray view shows some bone fragments superior and inferior of the patella with irregular structure of the patella-bone interface of the device indeed suggesting the poly component has fractured. The triathlon ps femur plus baseplate are otherwise well positioned with stable cemented condition in the bone without obvious pathology. The cause of the poly device fracture is not directly obvious from this info. Frequently such problems are caused by patello-femoral malalignment, subluxation or similar. These require special x-rays for evaluation such as patella skyline views in various extension/flexion positions or CT-scan. All this is not available, nor is there any clinical or explant information. So, in summary, root cause of failure can unfortunately not be established with the current information. Device history review: indicates all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined as insufficient information was provided. Further information such as device return, x-rays including patella skyline views in various extension/flexion positions or CT-scan. Operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patella fracture". Patient's right total knee was revised due to fracture of the patellar component.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As reported: "patella fracture". Patient's right total knee was revised due to fracture of the patellar component.